Event description:
It was reported by the veterinarian that the programmer¿s stylus (touch pen) was not working. The programmer was replaced. Follow up indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).